Event description:
Boston scientific crm received information that this right ventricular lead exhibited high threshold measurements. No adverse patient effects were noted. This lead was explanted and returned. The date of explant was not provided.